Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose increased to 430 mg/dl due to a bent infusion set cannula. The customer also had recent blood glucose readings of 580 mg/dl, 600 mg/dl, 594 mg/dl, and a couple other readings in the 300 mg/dl range. The patient treated via insulin pump bolus. The customer had since changed her infusion set. The insulin pump was not returned or replaced.